Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope each night for about three months due to right ventricular lead non-capture during execution of right ventricular capture management (rvcm). The lead had increasing and chronically high threshold so rvcm had automatically adjusted the output as appropriate; however, the physician - after taking multiple threshold measurements - elected to manually program the output lower and set rvcm to monitor-only mode to preserve battery longevity. As the threshold increased, the programmed output became lower than the threshold, resulting in loss of capture during rvcm execution. Rvcm was programmed off and the lead's output was reprogrammed as well. No further patient complications have been reported as a result of this event.